Event description:
A versitrel implantable pulse generator (ipg) with a (B)(4) extension was running low on battery and was replaced with a prime ipg with a (B)(4) extension. The octad lead was unable to be inserted into the new extension and was damaged. The lead was replaced. The pt was doing fine and the sys was running well.

Manufacturer narrative:
(B)(4).